Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8781, serial # (B)(4), implanted: (B)(6) 2016, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml dilaudid at 0.75 mg/day, 5 mg/ml bupivacaine at 0.75 mg/day via an implantable pump for spinal pain. It was reported that the patient was seen in the clinic "today" [(B)(6) 2016] for a pump refill. The patient complained of a return of pain and no pain relief from continuous infusion or patient activated boluses, so a side port aspiration was performed. The event date was not known. The aspiration was negative for cerebrospinal fluid (csf) return, indicating a non-patent catheter. The patient was implanted on (B)(6) 2016 due to extensive thoracolumbar fusion (no pedicle screws were present at right l2 or l3). Laminectomies were done at t12 and l1 to place the catheter and the tip was advanced to t5. X-rays confirmed the tip was still at t5, midline and posterior and the anchor appeared to be on the left of t12-l1. No visible defect was observed in the catheter and the anchor could be visualized, but only half of the anchor was seen. The pump currently contained dilaudid 5 mg/ml and bupivacaine 5 mg/ml dosed at simple continuous 0.75 mg/day with a patient activated (pa) 0.075 mg per 1 hour x 10/12 hours, max 10. The reservoir volume was 15.1 ml prior to refill. The new low reservoir alarm date was noted to be (B)(6) 2017 and no dosing changes were made. At the patient's last visit on (B)(6) 2016, the patient was noted to be happy with her pain relief and her dosing was continuing to be titrated. No falls were reported. A catheter revision was planned and then performed on (B)(6) 2016. A pre-operative cap aspiration again had no csf flow, but the cause was unknown, so a spinal incision was opened and the anchor was found to be folded in half and anchored one time through both wings with a slight kink where the catheter exited the anchor, but did not appear to be significant enough to necessarily cause an occlusion. The catheter was cut at the spine proximal to the anchor and the pump segment was easily flushed via the catheter access port (cap) with preservative-free normal saline. The anchor was removed, the catheter trimmed and retracted from t6 to t9, but there was still no return of csf, even with aspiration. The catheter volume and bolus dose was calculated so the spinal segment could be attempted to be flushed. The spinal segment could not be easily flushed or aspirated, so it was removed and a new trimmed catheter was able to be placed by entering at l4-5 and easily advanced to t6 (the previous location). The old spinal segment was attempted to be flushed after removal, but only one hole allowed passage of fluid from the end of the catheter. The catheter was then discarded. Good return of csf from the new catheter to gravity and from cap aspiration was noted. The new segment was then tunneled from l4-5 to join the pump segment of the existing catheter around t12-l1. Dosing was then decreased from dilaudid and bupivacaine 0.75 mg/d each with pa 0.075 mg q 1 hr. X 10 to 0.025 mg/d each with pa 0.025 mg q 1 hr. X 10. The catheter was then only primed at 70% of the catheter volume and a 0.025 mg bolus was added to the priming bolus. The patient was noted to be "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.